Event description:
The customer reported that they could only see short events in real-time curves, and that there is nothing in ics events. It was reported that this malfunction occurred on (B)(6), and that if there is a cvt or aivr, it is "saved during real-time curves" but it does not alarm or save. Additional information was requested to clarify the customer allegation. There was no report of a patient injury or death.

Event description:
The customer reported that they could only see short events in real-time curves, and that there is nothing in ics events. It was reported that this malfunction occurred on june 1st, and that if there is a cvt or aivr, it is "saved during real-time curves" but it does not alarm or save. Additional information was requested to clarify the customer allegation. There was no report of a patient injury or death.

Manufacturer narrative:
Multiple attempts were made to the customer to obtain additional information regarding this event; however, no additional information was provided. Without logs or additional information, further investigation into the event is not possible and a root cause cannot be determined.